Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was having a left ventricular ejection (lle) due to not responding to crt therapy. Physician explanted the device and replaced with a new non-boston scientific device. No additional adverse patient effects were reported.